Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for an advanced evaluation (ae) for urge incontinence and urge frequency. It was reported that the trial patient was dehydrated and had thrush in their mouth. They were unsure if this was related to the trial device/therapy or not. Additional information received from the patient on (B)(6) 2018 reported that they had an ¿infection/allergic reaction¿ in their mouth due a medication they were taking. The patient also indicated that they had a fungal infection on their foot. The patient did not elaborate if these infections were due to medication prescribed during the trial evaluation or due to an underlying issue. Also, the patient reported they were having brain surgery but did not elaborate if this was due to the trial procedure or an underlying issue. It was unknown if there were any environmental/external/patient factors that may have led to the issue. Also, it was unknown if there were any interventions/actions taken to resolve the issue. The issue was reported as unknown at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): the hcp was not able to confirm whether or not the patient's infection was related to the trial, and they did not know whether the patient's brain surgery was related to the trial. Antibiotics and antifungals were prescribed. Medical record showed patient was prescribed vesicare on (B)(6) 2017 and (B)(6) 2017. The patient had not followed up with this hcp as recommended, so further actions taken and resolution was unknown. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.